Event description:
It was reported that the burr became stuck with the wire. The target lesion was located in the severely calcified artery. A 1.50mm rotapro and 5 pack ng rotawire extra support were selected for use. During the procedure, the burr became stuck with the wire. The devices were not able to be released, and the entire rotapro was removed from the body along with the rotawire. The rotapro burr and the rotawire were removed from the patient's body as one unit and the procedure was completed with using this device. There was no patient injury and there was no problem with the patient condition.